Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the bolus delivered tonight with 3 carbs in bolus wizard and now its showing active insulin of 6.7 u which is too much. The customer¿s blood glucose was 242 mg/dl at the time of incident. The insulin pump will not be returned for analysis.